Event description:
Approximately 3 months after patient was treated for syndesmotice injury and high fibula fracture with scope and eduction with percutaneous fibulink application, patient complainted of increasing pain.